Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall adaptor. Reportedly, the customer was able to successfully charge the pump using secondary charging supplies. There was no reported adverse impact to the customer¿s blood glucose level.